Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device displayed a non-recoverable system error. The nurse rebooted the device and it had not reoccurred and were concerned the device might not be functioning properly and called to neonatology. Mss explained that if a non-recoverable error occurred just once follow the directions on the screen, reboot and continue the therapy. If it reoccurred the device needed to be sent to the biomed for evaluation. The device was low on water and so walked through filling the device.

Manufacturer narrative:
Bd has determined this event as not reportable. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device displayed a non-recoverable system error. The nurse rebooted the device and it had not reoccurred and were concerned the device might not be functioning properly and called to neonatology. Mss explained that if a non-recoverable error occurred just once follow the directions on the screen, reboot and continue the therapy. If it reoccurred the device needed to be sent to the biomed for evaluation. The device was low on water and so walked through filling the device. Per follow up information received via phone on (B)(6) 2022, initial reporter stated that the arctic sun device was restarted and added water and there were no further issues. The therapy was completed with the device and did not had to go to biomed.

Event description:
It was reported that the arctic sun device displayed a non-recoverable system error. The nurse rebooted the device and it had not reoccurred and were concerned the device might not be functioning properly and called to neonatology. Mss explained that if a non-recoverable error occurred just once follow the directions on the screen, reboot and continue the therapy. If it reoccurred the device needed to be sent to the biomed for evaluation. The device was low on water and so walked through filling the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.